Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), which occurred during dwell. The technical service representative (tsr) assisted the home patient (hp) as the hp stated there was an open clamp on an unused supply line. The tsr assisted hp to end therapy and start over with new supplies. The tsr also advise the hp to contact the nurse. Proper procedures were reviewed with the patient. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. The problem was confirmed and the cause was user error - open clamp.